Manufacturer narrative:
The investigation into the pump stop has been completed. Based on the clinical information provided, the root cause of the pump stop issue was not determined since product was not returned and data logs were not returned as well. Instructions for use for this event: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 38-year-old male post cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp had high purge pressure alarms within five minutes of initial impella insertion. Purge tubing and consoles changes were made with no resolution. New impella catheter implanted. Five minutes after insertion of new device, the automated impella controller displayed aic purge pressure failure and then the motor stopped. Pump successfully restarted after multiple attempts. After successful pump restart no issues or alarms noted. Md aware and decision to leave catheter in on support.